Event description:
(B)(4) became aware of an incident involving a bath safety device. While in use the leg of the device broke and the user fell in the shower. The user received a laceration on his arm and sought medical attention. The physician recommended to bandage the wound for 10 days. No additional information is available at this time. We will submit a follow-up report when additional information becomes available.